Event description:
During the operation, the surgeon did the test and found that the valve was leaking for unknown reason.

Manufacturer narrative:
The valve was patent, but it did not pass leak testing due to a tear on the delta chamber. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompanies the valves cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed that the product was without quality problems. All of our products are 100% tested at the time of manufacture.